Event description:
Information received by medtronic indicated that the customer had hypoglycemia and was treated with food. Blood glucose value at the time of event was 40 mg/dl. The insulin pump was not on auto mode at the time of the incident. Customer was using insulin pump system within 48 hours of reported high bg event. Troubleshooting was performed and the insulin pump was not programmed accurately; however, the product will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.